Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the top section of the pump touch screen was unresponsive. Reportedly, the customer's blood glucose level went up to the 500 (mg/dl) range and was addressed with an insulin pen. The customer confirmed that an alternate method of insulin delivery was available.